Event description:
Report received of no audible alarm. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not audibly alarm. There were no reported adverse pt events while this device was in clinical use. Though requested, no add'l info was provided.